Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp had flow issues. No harm to any person has been reported. Complain ID (B)(4)

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had flow issues. It was reported that the flow dropped three times and that there were no restrictions or issues with the circuit. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-11-01 and 2023-12-14/22. The cardiohelp was tested for seven days in the repair depot with no observed discrepancies with the flow-bubble readings. The failure could not be confirmed by the fst. The sensor panel was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the failure could not be confirmed as there was no available data on the date of event. However, ¿no flow signal¿ could be confirmed on 2023-09-29. No exact root cause could be determined. However, a similar failure was investigated by the getinge life-cycle-engineering (lce). To investigate this behavior, the supplier em-tec initiated a CAPA. The inspection of the complete stock did not reveal any other anomalies. The 100% inspection focused on bent pins, insufficient solder joints, and the overall appearance of the boards. Submitted boards with the behavior occurring were studied in detail. In individual cases, the behavior described by the customer could be reproduced. No deviations or nonconformities on boards or the sensors were apparent to explain the error behavior. All boards and sensors are technically flawless the misconduct occurs only in individual cases. The cause is attributed to a chain of unfavorable factors. The products do not show any visible technical defects. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration must be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it can measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2019 to (B)(6) 2022. It does not show any non-conformity regarding the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. Based on the results the reported failure " flow issues" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.